Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the follow-up shows there is a suspect type IV endoleak. The physician was dissatisfied with the type IV endoleak because it was a rupture case which meant the stent graft didn't fully block blood flowing into sac. Another stent graft was used to cover the suspected endoleak. In the end, endoleak was smaller, but not fully resolved. No clinical sequelae were reported.

Manufacturer narrative:
Product analysis results are: the exact cause of the possible type IV transgraft endoleak could not be conclusively determined from the short angio video provided. The pre-implant films and additional films during the implant procedure were not provided. The type IV endoleak may have been due to graft porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.